Event description:
It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the right ventricular lead had variably high capturing threshold. The lead also had history of noise, although it was not reproducible at time of changeout. The lead was capped and replaced on (B)(6) 2021. Patient was stable.